Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's attorney reported that the customer was hospitalized after an over delivery of approximately 100 units of insulin. The customer¿s blood glucose level was unknown. No further details were provided and no troubleshooting was completed. The insulin pump will not be returned for analysis, as the hospital retained the pump.